Event description:
I am a user of the phillips dreamstation c-pap machine and was told by phillips to discontinue use of the machine and not given any direction as far as what to do until the situation was corrected. This is a therapy started 8 years ago by prescription from my pulmonary dr. To help me sleep through the night. This is like someone taking away your wheelchair and telling you there is nothing they can substitute for you. I have lost many nights of sleep due to this recall. Please help. FDA safety report ID# (B)(4).